Event description:
This relates to the left side.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken" and they are "getting tested for alcl because of late seroma"

Event description:
Patient reported implant is "broken" and they are "getting tested for alcl because of late seroma". Side unknown. Device remains implanted.